Event description:
As reported by the (B)(4) study, during post dilation of the precise stent a dissection occurred. A second precise stent was placed to help treat the dissection and during post dilation of the stents the patient suffered right sided weakness. The patient is a (B)(6) male. The target lesion location was the proximal left internal carotid artery (l5) and the ostium of the left internal carotid artery (l6). Selective left common carotid artery arteriogram demonstrated no significant common carotid artery stenosis. There is a previous left carotid endarterectomy with high grade tandem ulcerated near occlusive 90% stenosis involving the proximal left internal carotid artery. Placement of a 7 mm angioguard distal protection device was performed and a precise 8 x 30mm (lot 15845050) stent was placed on the lesion. The lesion was post dilated with a 6 mm aviator angioplasty balloon, throughout the proximal left internal carotid artery. Follow up angiogram demonstrates improved luminal diameter with flow limiting dissection distal to the stent. Placement of a second precise 6 x30mm (lot 15885855) stent with repeat angioplasty was performed. Follow up angiogram demonstrates a widely patent left common and internal carotid artery with good distal flow. During the procedure the patient suffered a neurological event described as right sided weakness. When the patient arrived to recovery it was noted that he was very hard of hearing but oriented to person and situation. The patient had strong left upper extremity and lower extremity, however, no movement noted to the right upper extremity. No facial droop was noted. The diagnosis was post operative rue weakness and incoordination, improving and dementia, worsening with hospitalization, resolving on their own.

Manufacturer narrative:
Neurology consult felt symptoms were most likely related to his dementia. The patient¿s symptoms were still ongoing at discharge (two days post procedure) but was ¿stable to improved¿ on day of discharge. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of five products involved with this event which is associated with mfg. Report #9616099-2013-00516, 9616099-2013-00517, 1016427-2013-00103, 9616099-2013-00518, and 9616099-2013-00519.

Manufacturer narrative:
As reported by the (B)(4) study, during post dilation of the precise stent a dissection occurred. A second precise stent was placed to help treat the dissection and during post dilation of the stents the patient suffered right sided weakness. The patient is a (B)(6) male. The target lesion location was the proximal left internal carotid artery (l5) and the ostium of the left internal carotid artery (l6). Placement of a 7 mm angioguard distal protection device was performed and a precise 8 x 30mm (lot 15845050) stent was placed on the lesion. The lesion was post dilated with a 6 mm aviator angioplasty balloon, throughout the proximal left internal carotid artery. Follow up angiogram demonstrates improved luminal diameter with flow limiting dissection distal to the stent. Placement of a second precise 6 x30mm (lot 15885855) stent with repeat angioplasty was performed. Follow up angiogram demonstrates a widely patent left common and internal carotid artery with good distal flow. During the procedure the patient suffered a neurological event described as right sided weakness. The patient had strong left upper extremity and lower extremity, however, no movement noted to the right upper extremity. No facial droop was noted. The diagnosis was post operative rue weakness and incoordination, improving and dementia, worsening with hospitalization, resolving on their own. Neurology consult felt symptoms were most likely related to his dementia. The patient¿s symptoms were still ongoing at discharge (two days post procedure) but was ¿stable to improved¿ on day of discharge. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Extremity weakness is a well-known potential adverse event associated with the carotid stent implantation procedure. Symptoms are associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.